Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in italy reported that the bassinet side panels of a iw930 series baby control cosycot infant warmer was damaged and the head lamp was loose. There was no reported patient involvement.

Event description:
A healthcare facility in (B)(6) reported that the head lamp case of an iw930 series baby control cosycot infant warmer was loose. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Correction: g1. Method: the complaint iw930 baby control cosycot infant warmer was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the photographs and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the heater head case of the iw930 baby control cosycot infant warmer was found loose, confirming the reported event. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the iw930 baby control cosycot infant warmer. The warmer head of the iw930 baby control cosycot infant warmer can be swivelled 130 degrees from the centre and is susceptible to impact damage, particularly if the head is swivelled. In addition, utilising incompatible cleaning solutions react with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The user manual for the iw930 baby control cosycot infant warmer states the following: "ensure all warmer parts and accessories are checked before returning the device to service." Caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hydrochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." The device technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.